Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the battery on the patient¿s implantable neurostimulator (ins) died and ¿didn¿t work¿ and they had to have it replaced. The patient noted that this was not replaced due to normal battery depletion. The patient mentioned that when they replaced the battery they wait to re-implant in order for them to safely undergo an MRI of the knee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.